Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the battery module failed to charge until the charge indicator light flickers. This unit was sent to service because they found the above to be true when trying to charge this unit in inventory. There was no pt involvement.